Event description:
It was reported that intraoperatively, the drill bit inside the guide is loose and appeared strange looking. It was noted that it was a new piece and was not usable. The drill bit was replaced and there was no surgical delay. This report is 1 of 1 for (B)(4)

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Orchid unique manufactured the 2.4mm drill bit/qc, p/n 388.394, and lot numbers u196104 on po #1627030, for 300 pieces delivered 4/28/2014 and 66 pieces delivered 5/20/2014. Due to an unknown cause, the drill bit inside the guide "looked strange and loose". Initially, the part conformed to the synthes final inspection sheet # ns063221, revision ¿a¿. The complaint is confirmed, but based on the evaluation and the unknown cause, this complaint is not manufacturing-related. The 2.4mm drill bit/qc was made to the synthes drawing p/n 388.394, revision ¿d¿, released on 6/21/08. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the reported drill bit device 388.394 is part of the synapse and axon cervical system for posterior stabilization of the upper spine. The applicable technique guides were reviewed (reference dsus/spn/0414/0143 7/14 and j4498-e). This drill bit is for preparing holes for 3.5 and 4.0 synapse and axon screws. Upon inspection of the received device 388.394 (1) the reported condition was confirmed. The drill bit was received with untwisted flute; closer inspection revealed apparent wear marks in a middle area over the surface material and a dent mark near the distal tip, the rest of the device looks in good conditions. It was reported that this condition was noticed with the drill bit inside the guide during a surgical procedure however the drill guide was not returned and further details are unknown. It is likely that marks seen are the result of the reported incident, perhaps the drill but was at some point in contact with the drill guide however it is not clear how the flute condition could occur. A review of the applicable drawing (388_394 rev. D) was performed. This drawing call out the appropriated dimensions, material (440a-es0052 h900) and finishing processes for a successful device design. It was also verified the interaction with the drill guide (388_393 rev. G, 388_393_02 rev. B, 388_393_04 rev. B and 388_393_07 rev. A), no design issue were identified. It is concluded that involved drill bit and drill guide did not contribute to cause the reported condition of this complaint. The applicable risk analysis documents were also reviewed for synpase and axon system (se_152128 rev. Ae and se_254783 rev. Ad). Although both risk analysis documents addresses damaged drill bit (line 1040), the hazard of this complaint is not listed. Pd department needs to review the applicable risk analysis documents to determine if reported hazard needs to be included. In conclusion, the reported condition was confirmed; the drill bit was received with untwisted flute however it is not clear how this could occur. It is determined that the reported device is suitable for its intended use and did not contribute to cause this complaint device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was performed. The investigation of the complaint articles has shown that the: orchid unique manufactured the 2.4mm drill bit/qc, p/n 388.394, and lot numbers u196104 on po #1627030, for 300 pieces delivered 4/28/2014 and 66 pieces delivered 5/20/2014. Due to an unknown cause, the drill bit inside the guide "looked strange and loose". Initially, the part conformed to the synthes final inspection sheet # ns063221, revision ¿a¿. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related and is considered unconfirmed. The 2.4mm drill bit/qc was made to the synthes drawing p/n 388.394, revision ¿d¿, released on 6/21/08. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Additional release date: (B)(4) 2014. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Orchid unique manufactured the 2.4 mm drill bit/qu w/65 mm stop, p/n 388.394, and lot number u196104. The supplier¿s certificate of compliance indicates the parts were manufactured to p/n 388.394, revision ¿d¿ and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet. No non conformance reports were generated for this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.